Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure using a proglide device. Reportedly, after the footplate was deployed, there was resistance while depressing the plunger. No auditory sound was heard pressing the plunger. Also, the footplate was demonstrating difficulty closing. After manipulation of the lever the foot plate closed and the device was safely removed. The method used to achieve hemostasis was not provided. There was no adverse patient effect and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported plunger deployment issue and difficulty closing the foot were confirmed. The reported no audible sound was heard pressing the plunger could not be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue of difficulty depressing the plunger and difficulty closing the foot appear to be related to user error. The reported resistance depressing the plunger was related to user error. The observed trigger boss separation indicates that the plunger was depressed (step 2) without opening the lever (step 1). The reported difficulty closing the foot was also related to user error. The lever was closed and the plunger was still in the device which indicates that step 4 was performed without performing step 3. The reported no audible sound was heard pressing the plunger could not be confirmed due to the returned condition of the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.